Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The complaint was confirmed by review of in-vivo data, the sensor performance was below the self-test limits due to loss in chemical performance. The likely cause is because of lack of glucose response from the hydrogel due to insufficient hydration and also oxidation of the indicator.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user is frustrated of her sensor issues and it was resulted in sensor removal due to early sensor retirement.